Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Only the pin portion of the device was returned. Visual inspection of the device revealed blood residue, indicating the device was used. Visual inspection under a microscope revealed that the pin was bent and cracked along the top of the eyelet holes. The deformation is the result of excess torsion; the pin was likely twisted either during insertion or removal from the sleeve. This complaint is confirmed. The likely root cause for this failure is that the pin was likely not aligned properly with the sleeve, and either the pin was off axis or did not fully engage with the sleeve, causing the observed damage to the pin. Review of the device history record indicated that this batch of product was processed with one unrelated nc and one unrelated incident, both with no link to this complaint. Therefore, there is no evidence of manufacturing anomalies on the records reviewed that would have contributed to this complaint condition. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email during a rcr the versalok anchor had not engaged properly though the tensioning gun was deployed correctly and had to come out of the patient. Surgeon had to make an incision to get the anchor out. No patient harm as I understand and the surgeon then used another versalok which worked fine, but naturally caused a delay to the operation. Per additional information received via email from the affiliate on october 12, 2017, it is unknown if there was any bone damaged. Patient's bone quality was good. There was a surgical delay - as they had to use another versalok but don't know the exact delay. It is unknown how large the incision was to remove the anchor. The device is coming back.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during a rcr the versalok anchor had not engaged properly though the tensioning gun was deployed correctly and had to come out of the patient. Surgeon had to make an incision to get the anchor out. No patient harm as I understand and the surgeon then used another versalok which worked fine, but naturally caused a delay to the operation. Additional information received via email from the affiliate on (B)(6) 2017. It is unknown if there was any bone damaged. Patient's bone quality was good. There was a surgical delay - as they had to use another versalok but don't know the exact delay. It is unknown how large the incision was to remove the anchor. The device is coming back.